Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional patent foramen ovale (pfo) occluder procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device due to not pulling the device back prior to depressing the plunger. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a greater than 10fr sheath and the pfo occluder procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported the device was not pulled back to bring the foot against the vessel wall prior to step 2. It should be noted that the electronic perclose prostyle instructions for use (IFU) ¿maintain the device logo position while keeping the device at approximately a 45-degree angle, gently retract the device to ensure that the foot is apposed to the vessel wall. Step 2: depress plunger to deploy needles." It is likely the violation contributed to the event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- failure to follow steps / instructions.